Event description:
The nurse removed the infant's arm board that supported the limb with the PICC line to bathe the infant, and did not replace the arm board back under limb. Approximately an hour later, the nurse noticed the PICC line was broken off at the hub. The neonatal nurse practitioner was notified and examined the infant. A cxr revealed the catheter was curled inside the infant's heart. She was transferred to another hospital, where she received a cardiac cath and the broken catheter was retrieved and the baby was returned stable to the hospital the same day. Dates of use: (B)(6) 2012. Diagnosis or reason for use: hyperalimentation. Event abated after use stopped or dose reduced: yes.